Manufacturer narrative:
Cmp-(B)(4). Concomitant medical devices: all poly patella, catalog # 00597206535, lot # 63165714. Nonaugmentable stemmed tibial component, catalog # 00598604701, lot # 62877557. Femoral component, catalog # 00599601551, lot # 63091717. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an left knee arthroplasty. Subsequently, the patient was experiencing pain, swelling and instability post-implantation.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Medical follow-up reports from one week post-knee arthroplasty indicate that the patient was able to walk without a limp, could reach full extension with up to 130 degrees of flexion and had no evidence of fracture, dislocation, gross malalignment, loosening or infection. However, a slight patella baja was noted. At one year post-operatively, the patient had low-grade tenderness around the knee, distal thigh and upper calf. Radiographic inspection identified lucency and irregularity of the inferior pole of the patella and tibial tubercle region post-operatively, however, all images showed anatomic alignment of the components with no evidence of malfunction. Although the patient's pain developed within three (3) to eight (8) months post-surgery, the reported symptoms of swelling and instability were not noted in the medical notes within one year post-surgery. Per the package insert for the articular surface, pain, inflammation, swelling, and joint instability are known potential adverse effects of total knee arthroplasty. Without the opportunity to examine the complaint products, a root cause cannot be determined with the information provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: